Manufacturer narrative:
It was a gmk hinge case with a lot of components document reviews have been performed for all the lots of the items implanted without finding any issue related to washing and sterilization processes: gmk hinge cemented femur size 5 right (k130299): code 02.09.2605r/ lot 112424 ((B)(4) produced). Gmk hinge pe insert 10 mm size 5 (thickness not marketed in the USA): code 02.09.0510h/lot 111327 ((B)(4) produced). Gmk hinge fixed cemented tibial tray size 5 right (k130299): code 02.09.4005r/lot 113604 ((B)(4) produced). Gmk revision/hinge distal femoral wedge 8mm size 5 (k102437): code 02.05.05dw/lot 102555 ((B)(4)produced). Gmk revision/hinge posterior femoral wedge 5mm size 5 (k102437): code 02.05.05pw/lot 102537 ((B)(4) produced). Gmk revision/hinge cementless extension stem 12 l 65 (k120790): code 02.07.fcl12065/lot 124309 ((B)(4) produced). Gmk revision/hinge cement less extension stem 10 l 65 (k120790): code 02.07.fcl10065/lot 115685 ((B)(4) produced). Gmk revision/hinge offset 5 mm (k102437): code 02.07.0005/lot 134659 ((B)(4) produced). Gmk revision/hinge tibial augment 10mm size 5 (k130299): code 02.09.ta510/ lot 111158 ((B)(4) produced). On the basis of the data collected, we have no evidences that the infection is device related.

Event description:
Ref imp# (B)(4).